Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess test well images in question, which showed that they were visually negative. The immucor laboratory tested retention product on (B)(6) 2017, which performed as expected. The immucor laboratory also tested returned blood sample from the customer site with retention product which duplicated the customer's findings of unexpected negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on galileo echo instruments.